Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient stated that over the weekend while they were charging their ins, they saw a message on the controller that said, "cannot provide desired stimulation". Patient stated they were currently charging their ins, and the controller battery was at 80% and the ins was at 60%. Patient also stated that they no longer feel the stimulation on their legs, it was like the stimulation was off. Patient stopped the charging session and tried switching groups, but the settings not available message would appear on all groups. The issue was not resolved. Agent reviewed meaning of message and redirected patient to their hcp. Agent also provided patient with nas phone number to provide to the hcp. Additional information was received from the patient. It was reported that the cause was one electrode was inoperable and the rep reprogrammed it to the second electrode. Changing the electrode allowed for reprogramming stimulator and tech added a "c" program also. They noted the rep fixed it quickly.